Event description:
Power on reset parameters and loss of output reported

Event description:
Power on reset parameters, intermittent output/loss of output. Additional information received inficates pt syncopal own week prior to presenting (ni) spital.